Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report reporting the following information regarding an abbott diabetes care (adc) device: the customer reported, "notice received of lot numbers that had issues with recording incorrect blood sugar levels for freestyle libre 3 plus.¿ adc customer service attempted to contact the customer three times to gain more details about this event. All follow-up attempts were unsuccessful. There was no report of adverse health impact or any self or third-party medical treatment. Based on the information provided, there was no report of serious injury associated with this event.